Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 40 mg/dl. Troubleshooting for low blood glucose was performed. Customer had double vision, they threw themselves across the room and they were found passed out. Customer experienced a hypoglycemic event and went to the hospital. Customer advised they have had pancreatic cancer twice and their pancreas was removed.